Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, cloudy in the gel and crease fold. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "little tears on the surface and there are no leaks."

Event description:
Healthcare professional reported "little tears on the surface and there are no leaks." Device was not implanted and did not come in contact with the patient. Surgery was successfully completed with a backup device.